Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/3/2016 - voicemail, 11/7/2016 - voicemail, 11/7/2016 - email. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The ge healthcare service representative troubleshot this reported fault with technical support and the breathing circuit and bag were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit stopped mechanically ventilating during a case. The unit was switched to a different mode of mechanical ventilation and the case was able to continue. There was no report of patient injury.